Manufacturer narrative:
Weight:unknown/ asked but not available. Ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was stuck to the side of the cartridge and the haptic fell off. Only the cartridge tip made contact with the patient's right eye. No other intervention was required and the procedure was completed using another lens of same model and diopter. The patient is fine post operation. No other information was available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 22, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received coated in viscoelastic residue with one haptic detached. The lens was cleaned and tears on the remaining haptic were observed that did not sever the haptic. The handpiece was inspected, revealing that it was received with the plunger rod fully advanced. No issues with the handpiece were observed that could cause or contribute to a damaged or detached haptic. Conclusion: one of the reported complaint issue was not confirmed. However, the other reported complaint issue of detached haptic was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.